Event description:
Reporter noted infusion stopped while aspiration continued, and an absence of reflux. Anterior chamber collapsed, and total tearing of posterior capsule and anterior hyaloid occurred. Additional info received noted pt also had significant corneal edema; required a corneal graft in 2005.